Event description:
Additional information received reported that the patient suddenly did not receive stimulation. As of the date of the new information, the patient was still not receiving stimulation, and the physician was waiting for an answer. It was suspected that contact with an industrial welder during treatment was the cause of the event. The outcome would likely be to replace the device.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was implanted with a neurostimulator and two occipital octad leads. He received therapy with good results for one month after implant, when the pain went away and the patient turned the device off. One week ago, he turned it back on and the device did not respond. The patient went to the hospital to have his physician check the device and the physician programmer was unable to find the neurostimulator. It was noted that the patient worked as an industrial welder, but had not been directly working with big magnetic fields since the implant. A manufacturer representative tried to force a reset, but was still unable to read the device with the patient or physician programmers. It was reported that there was no patient injury, and the patient outcome was unknown.

Manufacturer narrative:
Lead: model unknown, lot# unknown, implanted: unknown, explanted: na; lead: model unknown, lot# unknown, implanted: unknown, explanted: na. Programmer: model unknown, serial# unknown.